Event description:
A surgeon reported that during intraocular lens (iol) implantation, it was noted that the lens was cloudy. The incision was widened to facilitate removal of the lens. Additional information has been requested.